Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 6000 c (501) module. No units of measure were provided. The sample initially resulted in a total bilirubin value of 123 umol/l and this value was reported outside of the laboratory. The patient had previous total bilirubin values that were always < 3 umol/l. The complained sample was repeated, resulting in a value of < 3 umol/l. The complained sample was also repeated on a second analyzer, resulting in a value of < 3 umol/l. The total bilirubin reagent lot number was 614357. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was normal. Quality controls were stable overall and were within range on the day of the event. Upon review of the alarm trace, sample clot alarms were observed. A sample quality issue could not be excluded. The customer has confirmed that no further issues have occurred. The investigation could not identify a product problem. The issue is consistent with a sample quality-related issue.